Event description:
It was reported that the patient was implanted with a micra leadless pacemaker (lp). Poor threshold was observed on the device, and it was removed. During the attempt to implant a new non-medtronic lp, the patient experienced complications and passed away. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).